Event description:
Nine months after pci, the cypher stent used to treat an in-stent restenotic lesion, was totally occluded. Pci was performed on this pt who presented for elective treatment of an 86% confirmed restenostic lesion (after an unknown comeptitor's bare metal stent) in the proximal left anterior descending artery of 40.7mm in length in an unknown vessel diameter. The (type c) concentric lesion was characterized as diffused and ostial. Pre-procedure medications included aspirin 100mg/day, ticlopidine hydrochloride 200mg/day, isosorbide mononitrate 2 capsules/day and nicorandil 15mg/day. Intra-procedure medications included heparin 8000 units (during implant), aspirin 100mg/day, ticlopidine hydrochloride 200mg/day, isosorbide mononitrate 2 capsules/day and nicorandil 15mg/day.